Manufacturer narrative:
Sc-2218-50 (sn:(B)(6)) investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Sc-2218-50 (sn: (B)(6)) investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the leads migrated and patient had impedances on both leads. The patient underwent explant procedure.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the leads migrated and patient had impedances on both leads. The patient underwent explant procedure. Additional information was received that the patient was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7154436, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the leads migrated and patient had impedances on both leads. The patient underwent explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-. Serial number. Batch/lot number. Model/catalog description. Unique identifier (UDI) #.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the leads migrated and patient had impedances on both leads. The patient underwent explant procedure. Additional information was received that the patient was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility. Additional information was received that the patients implantable pulse generator (ipg) was no longer working as intended. It was determined by telemetry that the spinal cord stimulator (scs) device was at end of battery life.